Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2019 with the following findings: a review of the pump¿s black box showed that all pump history had been overwritten due to continued use. The black box and alarm history showed no evidence of delivery malfunctions. The available total daily doses (tdd) basal history indicates the pump was delivering the programmed basal rate. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.